Event description:
It was reported that the patient has been suffering from bacterial meningitis since (B)(6) 2011. Patient is currently hospitalized and treated with antibiotics.

Manufacturer narrative:
A surgery to explant the device is planned for (B)(4) 2011. If the device should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.